Event description:
It was reported that the patient complains of tenderness around the hip area. The patient reports discomfort upon walking.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.